Event description:
Reported lead was removed from service because it was not capturing properly. When lead registration form was received it stated the lead was explanted, no reason stated. Lead was capped off.